Event description:
Same case as 6000089-2006-02109. It was reported that 163 days after a coronary drgu eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and expired. The lesion being treated in the index procedure was a 3.0mm, 100% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus liberte (3.00x24mm & 2.75x20mm) overlapping study stents. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. After 163 days, thepatient experienced a mi went into cardiac arrest and expired. In the opinion of the physician, the relationship of the patients death to the liberte stent is unknown. This product is only ous aproved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.